Event description:
It was reported that since surgery patient had not recovered well and therapy did not seem to work. Patient reported that he urinated frequently and had a burning sensation while urinating. Patient was on antibiotics and his status was unavailable at the time of report. No further information was requested at this time.

Manufacturer narrative:
(B)(4)